Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient has been seen several months ago, and the longevity remaining was one year and currently the device has reached elective replacement indicator (eri). Eri was triggered due to charge time being greater than 15 seconds. Boston scientific technical services recommended device replacement since a save to disk analysis was not sent in. At this time, this ICD remains in service. No adverse patient effects were reported.